Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, after the pyxis station upgrade, they experienced issues with all user types being unable to pull keys from the pyxis machine. The customer attempted to unload and reload the key into a different pocket, but the issue was not resolved. At that time, they were unable to pull keys for staff, even using override. When searching for the word key, no items populated in the medication list. Pharmacy staff were able to complete an inventory count of the key but were unable to pull it for a patient. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was able to do inventory count the key but unable to pull it for a patient. A technical support specialist dialed into the server and validated the key settings in the facility formulary. Customer confirmed that the issue was resolved by adjusting the configuration settings. The system functioned as intended after the technical support specialist troubleshot the device.